Event description:
Customer reported three problems: on one tube the stylet went through an eye above the weighted tip. One tube was occluded and on the other the stylet could not be removed. The condition of the tubes required replacement for three pts. No other info was provided. No injury was reported.